Event description:
(B)(6) 2014: tosoh bioscience was notified that an incorrect ca 19-9 result had been released the previous week when a new patient diagnosed with pancreatic cancer was tested for ca 19-9. The specimen was run straight (no dilution was done) and the ca 19-9 result was reported as 258 u/ml. The patient returned the following week for retesting. The sample was icteric (bilirubin = 9.6 mg/dl) so it was decided to run the specimen for ca 19-9 straight and diluted. Ca 19-9 results: straight = 252 u/ml, 1:2 dilution > 400 u/ml, serial dilution, 1:1000 approximately 400,000 u/ml. All qcs were in range on both days for all assays, no other assay issues. Root cause: high dose hook effect for ca 19-9 may occur on specimens > 200,000 u/ml.